Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a bend to the capsule. There was a bump visible to the capsule tip. Delamination was observed over the nitinol reinforcing frame along the capsule. There were bends along the device. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the returned valve deployed with a crown overlap. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut pro+ 26mm valve was successfully loaded onto the dcs with resistance noted due to interaction between the capsule bend and bump and the capsule guide tube. On retraction of the capsule via the rotation of the act uator, the valve deployed with a crown overlap to node 3 which is acceptable the reported event for unable to deploy could not be confirmed in the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date on (B)(6) 2024; explant date on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted 25 millimeter (mm) medtronic bioprosthetic aortic root with a 28 mm aortic tube, a valve in valve implant was performed. It was reported that the deployment was very unstable requiring more that five recaptures. After the last recapture, a valve deployment defect was felt causing the implanter to change equipment. With the instability during deployment, it was decided to implant a non-medtronic valve.

Manufacturer narrative:
Updated data: h6 conclusion: the subject delivery catheter system (dcs) was not returned to medtronic and as such no analysis could be confirmed. Procedural images were not provided for review. The reported event indicates that reported that the deployment was very unstable requiring more than five recaptures. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Historically, high forces in the system may result deployment difficulties. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There is no information to suggest a device quality deficiency or a failure to meet specifications that may have caused or contributed to this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.